Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that dr. (B)(6) performed a l2-l4 posterior spinal fusion with depuy expedium 5.5mm rod system on (B)(6) 2018. The patient complained the he heard "popping sounds" when mobilizing. Dr. (B)(6) brought the patient back to the operating room to check the hardware on (B)(6) 2018. He used a distractor to test whether any of the screws slipped on the rod. He found that the left l4 screw moved slightly. He then tested the locking screw and found it was relatively loose. He could not explain why. He then used a new locking screw on the left l4 screw. He then torqued all the sets screws. He then completed the procedure. The screws were expedium 5.5mm poly screws - unknown sizes. Rod were prebent cobalt chrome rods - unknown sizes. This is all the information available. No followup letter needed. Height not available.